Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the related part and lot combinations related to infection. Primary operative notes indicate that the patient's knee was taken through range of motion and found to be stable with good alignment and good patella tracking. Post-operative notes from a previous irrigation and debridement on 11/16/2010 indicate that the articular surface was revised due to instability and the surgeon was waiting for cultures to determine if any additional procedures were needed to address an infection. Operative notes from the revision surgery indicate that the patient was revised due to infection. All components were removed, but were noted to be well fixed. Per the nexgen cr-flex and lps-flex package insert, infection is a known risk of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to infection.